Event description:
It was reported on 8/12/98, that a pt implanted with an esophageal stent experienced symptoms of dysphagia. An x-ray revealed that the stent was fractured in several places necessitating the removal of the device and the implantation of a similar device. The pt's condition is reported as good. No product was returned for evaluation.